Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-01011. Follow up revealed that the patient underwent surgical intervention to have their ipg and lead replaced. Surgical intervention took place to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01011. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.